Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was transported to the hospital on (B)(6) 2017 because of bradycardia (heart rate between 30 and 40bpm, whereas the pacemaker was programmed to 50min-1). ECG confirmed that ventricular pacing failure was occurring on one out of two ventricular pacing events. Lead impedance was normal, there was no noise on the recorded egm, but the ventricular threshold had increased to 3.0v. Some tests showed that loss of ventricular capture occurred when the basic rate was programmed to 50min-1, but not when it was programmed to 70min-1. Reportedly, on (B)(6) 2017, the ventricular threshold was stable at 1.25v. No abnormality was observed on x-ray, CT examination, or in the patient¿s vital signs. X-ray following patient's hospitalization showed that the ventricular lead body had no sufficient curvature inside the heart. On another x-ray from (B)(6) 2017, the ventricular lead body showed a couple of curves inside the heart. Those x-rays were taken with the patient in different positions. On (B)(6) 2017, ventricular threshold was reportedly normal and stable. Preliminary analysis confirmed the reported temporary increase of the ventricular threshold, which could explain the observed loss of capture. The root cause of the reported behavior could not be identified with certainty. It could be attributed to a ventricular lead micro-dislodgement and/or the patient's physiology.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was transported to the hospital on (B)(6) 2017 because of bradycardia (heart rate between 30 and 40bpm, whereas the pacemaker was programmed to 50min-1). ECG confirmed that ventricular pacing failure was occurring on one out of two ventricular pacing events. Lead impedance was normal, there was no noise on the recorded egm, but the ventricular threshold had increased to 3.0v. Some tests showed that loss of ventricular capture occurred when the basic rate was programmed to 50min-1, but not when it was programmed to 70min-1. Reportedly, on (B)(6) 2017, the ventricular threshold was stable at 1.25v. No abnormality was observed on x-ray, CT examination, or in the patient's vital signs. X-ray following patient's hospitalization showed that the ventricular lead body had no sufficient curvature inside the heart. On another x-ray from (B)(6) 2017, the ventricular lead body showed a couple of curves inside the heart. Those x-rays were taken with the patient in different positions. On (B)(6) 2017, ventricular threshold was reportedly normal and stable. Preliminary analysis confirmed the reported temporary increase of the ventricular threshold, which could explain the observed loss of capture. The root cause of the reported behavior could not be identified with certainty. It could be attributed to a ventricular lead micro-dislodgement and/or the patient's physiology.